Manufacturer narrative:
Investigation summary: one sample was submitted for quality investigation. The customer complaint of component damage - no leak was verified by visual inspection. Examination of the sample submitted revealed that the female luer adapter was broken with a piece of the luer missing from the assembly. A device history record review for model 30914 lot number 21079054 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10jul2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the crack of the female luer adapter is that the stress created on the luer during the manufacturing process can make the luer more susceptible to chemical/mechanical attacks causing cracks. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: one sample was submitted for quality investigation. The customer complaint of component damage - no leak was verified by visual inspection. Examination of the sample submitted revealed that the female luer adapter was broken with a piece of the luer missing from the assembly. The root cause for the crack of the female luer adapter is that the stress created on the luer during the manufacturing process can make the luer more susceptible to chemical/mechanical attacks causing cracks.

Event description:
It was reported that the bd extension set mic tubing 60 inch experienced device damage while still considered operable. The following information was provided by the initial reporter: several of these extension sets were cracking at the luer lock.